Manufacturer narrative:
The mea system records data for each patient treatment procedure, including system parameters and patient data entered by the physician. The company analyzed the mea system's treatment data file associated with this event. The conclusion of the analysis was that the mea system was functioning within operating specifications at the time of the treatment, and no malfunctions or performance deviations were present. The hospital has been unable to located the mea reusable applicator associated with this incident. Additional manufacture date: appl. 02/2004.

Event description:
Patient was treated with a reusable mea applicator. Mea procedure aborted, due to suspected uterine perforation. Uterine perforation confirmed with pipelle. Laparoscopy performed immediately confirmed uterine perforation and thermal injury to bowel. Injury to bowel oversewn. Laparotomy performed 4 days later to repair small bowel perforation and uterine perforation. The recovery of the pt. Has been complicated due to the need for multiple corrective surgeries associated with proper bowel healing. Patient is still receiving ongoing treatment for bowel healing.